Event description:
It was reported that once at the intended site, the device failed to deploy. It is not known if additional interventions needed, but it was reported that there was patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. It was reported by the user facility that there was a patient injury, but it is unknown what type of injury or if an intervention was required as no details received. Additional information has been requested regarding 'patient injury' with a request for clarification and an explanation to type of patient injury. The investigation is currently underway and when additional information becomes available, the MDR will be updated to address the issue.